Event description:
In 2008, boston scientific corporation was informed that during an upper endoscopy, the resolution clip device clip would not go out past the sheath when trying to deploy. The procedure was completed with another of the same device without any patient complications. Patient is "fine".

Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed. The cause of the reported malfunction has not been determined.